Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the battery change procedure, the right ventricular lead exhibited an insulation abrasion. The lead was repaired. The patient's condition was stable post event.